Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
The customer's family reported via phone call that the insulin pump was not working. The customer's blood glucose was 100 mg/dl. It was stated that the insulin pump was not working at all, they went to the pool and noticed the screen was black pressed buttons nothing would come on. The insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.